Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2021. Customer's blood glucose level was 560 mg/dl. Customer stated that they were treated with insulin drip. Customer stated that they ketone test was positive. Customer stated that they were having symptoms like nausea, vomiting and headache. Customer stated that insulin pump had motor error alarm. Device will not be returned for analysis.